Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's knee was revised due to the screw backing out of the insert. Primary implant facility is unknown. Rep provided a picture of the device label and reported that no further information is available.